Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  The therapy pcb assembly will be replaced and once proper device operation is observed through functional and performance testing, the device will be returned to service for use. The device will not be returned to physio-control for evaluation.

Event description:
It was reported to physio-control that the customer's device had failed its user test and had logged multiple event codes. Additionally, it was reported that the device was unable to deliver defibrillation energy. There was no report of any patient use associated with the reported issue.